Event description:
A registered nurse reported a saline bag back filled during patient treatment/prime. There was no patient reaction. The machine was reused after the incident and a hemostat was attached to the tubing to prevent any back flow to the saline bag. There have been no further issues with the machine. The saline bag used during treatment was manufactured by another company.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred in an unknown stage of treatment. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with this reported issue. This report is being investigated by the MFR via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation.